Event description:
Tech alleged that the brake casters and brake steer casters do not hold while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and brake steer casters to resolve the issue.